Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during the mechanical ventilation the device reported a ventilator failure. Thereupon no mechanical ventilation was possible, only an operation in man/spont-mode. The patient was ventilated manually with breathing bag until a replacement device was available. No patient injury was reported.

Manufacturer narrative:
After the reported event, the device was checked by a dräger service technician. The self-test, a test run with test lungs and a specific check of the ventilator unit have not shown any abnormalities. The electronic logfile was available for investigation. The reported symptoms could be reproduced my means of the recorded information. The affected case was started on (B)(6) 2016, at 9:24:16 in volume af mode. According to the exp. Co2 values and the fact that the expiratory o2 equaled the inspiratory one, it is apparent that the patient was disconnected from the device between 11:49:44 and 11:50:29 - probably to perform an additionally reported bronchus suction. From 11:50:54 on the patient was connected to the device again. Right after that, a negative peep of -2mbar was measured. Only one second later, a deviation of the motor position was recorded together with a sudden increase in pressure. This combination of entries shows that external influences (eg. Due to a patient's coughing, a sudden squeezing of the breathing hoses, pressure on the patient's chest during the use of the suction, etc¿) produced a strong pressure impact on the motor or the membrane of the ventilator, which resulted in an unexpected position of the ventilator piston. According to the log entries, the primus responded as specified for this situation with a ventilator fail alarm and the automatic change to the man / spont mode. In this mode, the patient was ventilated for a further 11 minutes until 12:02:53. The verification of the device on site, the available information, and in particular the records in the electronic logbook, do not contain any indication of a device failure.

Event description:
Please see initial report.